Manufacturer narrative:
The directions for use (dfu) contains a caution for underfilling the pump: "cautions: filling the pump less than nominal results in faster flow rate." The device history record was reviewed for lot 792540, and all mfg operations were found to be within spec. A review of lot history found no other fast flow complaints for lot 792540. I-flow received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 95ml, and a flow accuracy test was performed. The flow rate was within spec. In addition, retain samples from lot 792540 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 100ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within spec. Product complaint is not confirmed.

Event description:
(Drug/diluent: 5fu 46.8mg/ml). Flow rate too fast. The pump infused in 25 hours instead of 46 hours. Fill volume 95 ml. Per dfu: nominal fill volume: 100ml and nominal flow rate: 2ml/hr.